Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(6) alleging that their onetouch verio vue meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy occurred 10 days prior to the alert date of (B)(6) 2018. At this time the patient obtained blood glucose results of ¿30 and 160mg/dl¿ with the subject meter within 20 minutes of one another. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ criteria for precision. It is not known what medication, if any, the patient takes to manage their diabetes or whether they had made any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient reportedly had developed the symptoms of ¿cold sweat and wobble¿ an unspecified period of time before the alleged product issue occurred, but did not require any form of treatment as a result of these symptoms. At the time of troubleshooting the csr noted that unit of measure was set correctly on the subject meter. The patient did not have control solution available to walk through a control solution test with the csr. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. Although the patient¿s symptoms occurred prior them obtaining the alleged inaccurately erratic results, the alleged meter issue could not be ruled out as a cause or contributor to the event.